Event description:
Customer states that the ventilator malfunctioned while on a patient and that the patient experienced a significant desaturation event. The customer has been contacted to get further information.